Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5142431/5110478.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. Fluoroscopy was taken which showed that the orientation of the ipg had changed. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device will not be returned.